Event description:
In 1999 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. The pt presented the evening of her catheterization with right leg and hip pain, and was noted to have decreased femoral pulses. An arteriogram demonstrated a partial occlusion of the femoral artery; heparin was administered without resoluton of the occlusion, and the pt was taken to surgery. Collagen was identified as having been deployed intra-arterially. The posterior wall of the vessel was found to have an "eccentric" plaque extending above and below the area of the angio-seal, and the device was noted to have dissected the vessel beneath the posterior plaque. A limited endarterectomy and removal of the device were performed as well as surgical repair of the vessel and vein-patch angioplasty. The pt tolerated the procedure well and was discharged in satisfactory condition several days later. Follow-up with the physician shows that as of 6/23/99 the pt is reported to be fine. As of 7/21/99 there has been no further report to the MFR of complication or pt sequelae.